Event description:
It was reported that during service at the manufacturer the tps handpiece cord caused the handpiece to run without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon evaluation an internal wiring issue was found.